Event description:
Healthcare professional reports to medical affairs a case of possible lymphoma.

Manufacturer narrative:
Medwatch submitted (B)(4) 2011. File extension granted: (B)(4) 2011. There was no reported events of lymphoma in the study for saline or silicone implants.